Manufacturer narrative:
Concomitant products: cook metii-35-480, tracer metro direct wire guide; cook qbid-1, quantum biliary inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device; a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water and it was observed that the balloon would not hold pressure. A steady stream of water was observed from two pinholes, one in the middle, and one at the proximal end of the balloon. A visual inspection of the catheter showed a bend at approximately 10 cm from the distal end of the balloon. The pre-loaded stylet wire was included in the return. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the information provided, the user indicated that the balloon was used to dilate the duodenal papilla. This is against the intended use of the device. The instructions for use, the intended use of the device states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: "do not use this device for any purpose other than stated intended use." The additional information provided from the user indicated that the balloon was inflated using a qbid (quantum biliary inflation device). The qbid inflation device has a 20 cc syringe which is incompatible with the dilation balloon and cannot be used to inflate it. The instructions for use advise the user "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure." Use of the device outside of the intended use and with an incompatible inflation device are the most likely causes for the reported observation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used off label, and with an incompatible inflation device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a papillary dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic [against intended use]. The user injected the contrast into the device and the balloon was found to be leaking. They withdrew the device and replaced it with a new one to finish the procedure.